Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 087-0000000f call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings:. During investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step, unable to verify steps (13, 17-22)... The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. Cs 87 alarms confirmed in the bb/alarm history.. The error is resident to flash chip (u39). The failure is under investigation under CAPA# (B)(4). Cracked battery compartment below grip pad to case seal.